Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the port. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured july 05, 2018 - july 06, 2018. A video of the issue for one device was provided for evaluation. Visual inspection of the video revealed a leak between the spike port tubing and spike port connector. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. The second device was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.